Manufacturer narrative:
Results: the cat8 was ovalized approximately 49.5 and 80.0 cm from the hub. Conclusions: evaluation of the returned cat8 revealed an ovalized device. This type of damage typically occurs due to improper handling during removal from the packaging. If the device is forcefully gripped or pinched during preparation, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the scrub technologist found that the indigo system aspiration catheter 8 (cat8) was kinked upon removal from the packaging. The damage to the cat8 was found prior to use. Therefore, the cat8 was not used in the procedure. The procedure was completed using a new cat8.